Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was capped and replaced on (B)(6) 2018 for an unspecified reason. No further information was reported.

Manufacturer narrative:
It was previously reported that the lead was capped on (B)(6) 2018; however, new information received stated that the lead was explanted on (B)(6) 2018.

Event description:
New information received stated that the left ventricular lead was incompletely dislodged. The lead exhibited inadequate pacing and crt response. The patient had persistent lbbb and there was no clinical improvement in patient symptoms. The lead was explanted and replaced on (B)(6) 2018. The patient was stable before, during, and after the event.